Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one maxcore biopsy needle was returned for evaluation. Visual inspection identified a bent sample notch, and further evaluation determined the sample notch was bent out of specification. Therefore, the investigation is confirmed for the alleged bent needle, specifically a bent sample notch. However, the investigation will remain inconclusive for the alleged self-activation as functional testing was not completed due to the identified failure. The definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: b5, d4, d10, g1, h3, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.